Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis and hospitalization for the event were not reported. On an unreported date, the patient began treatment with an unknown antibiotic (dose, frequency, route, and duration were not reported) for peritonitis. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Extraneal and physioneal therapies were ongoing. No additional information is available.